Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2010 and a mesh was implanted due to sui. It was reported that patient underwent mini laparotomy and abdominal bilateral tubal ligation on (B)(6) 2013 due to multiparity. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/06/2015. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to umbilical hernia. It was reported that following insertion the patient experienced pain and restriction of mobility.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a hernia reduction without opening the sac. A medium size hernia mesh was introduced into the preperitoneal space, and the posterior flap deployed. The anterior flap was cut away, leaving the connecting rim sitting in the fascial defect. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent am umbilical herniorrhaphy on (B)(6) 2010 and mesh was implanted. It was reported that post-operatively the patient experienced burning pain around her navel, difficulty walking, itching, fatigue, dyspareunia, chronic pain. No additional information was provided.